Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced fall and system was auto reducing and diagnostics indicated both the leads were fully impeded with high impedances. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
E1 correction: the reporter¿s information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that both leads were confirmed visually fractured. Surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.